Event description:
A nurse reported during a cataract extraction with an intraocular lens (iol) implant procedure, the customer had found plastic pieces on the iol. The patient was not harmed. Additional information has been requested. There are 4 medical device reports. This report is associated with the second patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample returned for evaluation for the complaint in question. It appears that the photo is taken of a monitor screen where it shows implanted iol. A large mark/ line is visible over the optic area. With tweezer-type instrumentation, foreign material is pulled off the iol surface and removed from the eye. The root cause for the reported complaint could not be determined. No sample was received for the complaint in question. A total of 4 complaints received from this entity reporting foreign material of similar nature. 2 samples were sent back. Both samples were sent to laboratory for testing. Comparison of the particle's generated spectra to a library of spectra found the best match to be polypropylene in both cases. Polypropylene is a commonly used material in many medical products. The origin of the material could not be determined. Associated product information was not provided. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).